Event description:
It was reported the lead impedance was 2300 ohms biploar and 1900 ohms unipolar. The threshold was 4.5v @ 1.5 ms in bipolar. Oversensing was observed on stored egm episodes. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.